Event description:
Boston scientific received information that this pacemaker was interrogated following a patient complaint of dizziness. Upon review occasional episodes of non-sustained ventricular tachycardia (nsvt) were observed. Post-episodal loss of capture (loc) and asystole greater than two seconds were observed after a particular nsvt event stored to the device. The pacemaker and competitor right ventricular (rv) lead were explanted and a new system implanted. The root cause of the issue could not be identified at the time of revision. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Despite efforts, return information regarding this device could not be obtained. As such, our investigation is complete. This report will be updated should further information become available.